Manufacturer narrative:
Concomitant medical products: product ID: d274trk, ICD, implanted (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the superior vena cava (svc) coil and the right ventricular (rv) coil of the rv lead. The left ventricular lead also had a lead impedance warning on the same day. Both leads remain in use. No patient complications have been reported as a result of this event.